Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and associated dc power supplies were evaluated. The interconnect cable was replaced. The system was tested and found to be working as intended and returned to service.